Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an arterial ablation procedure, in use the lock of a stapler is not done, however stapling started. There was an incomplete stapling and cutting point. Using other dm self-suture to overcome this dysfunction. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿lock of a stapler is not done.¿ does this mean the device was not closed before firing or was the retaining pin not set before firing? Did the device fully cut and partially staple? How long was the procedure prolonged (minutes)? Did the prolonged procedure clinically impact the patient intra-operatively or post-operatively? If yes, please explain.